Manufacturer narrative:
Additional information: it was reported that patient visited the account to treat the other eye and all is fine with the ruptured eye. Patient has very good visual acuity and it was very clear post op. Second eye went very well without complications.

Manufacturer narrative:
The correct address where the laser is located is included. It was noticed that the incorrect address was included in the initial report. Device evaluation: a record review was performed. The review of the device history record (DHR) for the system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. There is no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. The also reported that the procedure went fine and there was not related to the laser. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that procedure went fine with catalys system. Capsulotomy was a floating cap, fragmentation was fine, cracking the pre-fragmentized lens was fine but after having extracted 3/4 of the quadrants he experienced a capsule rupture that required a vitrectomy. Surgeon reported rupture was not related to the system and that patient had a hard cataract.